Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the reporter contacted lifescan alleging that a one touch ultramini meter was reading inaccurately high. The medical surveillance specialist (mss) spoke to the reporter on dec 14, 2009, and was able to obtain/verify info. The pt tests his blood glucose 6-8 times a day. He takes lantus insulin and sliding-scale novolog insulin based on his meter readings. On the date lifescan was contacted, at 10:28 am, the pt reportedly had symptoms of moaning, shakiness, and being confused. The reporter tested his blood glucose and claimed to have gotten a meter reading of "486 mg/dl." At 10:32am, the reporter tested the pt's blood glucose with another meter and got "47 mg/dl." The reporter treated the pt at 10:35 am with a glucagon injection. The treatment helped to relieve the pt's symptoms. The reporter claimed that the pt probably took too much insulin based on an inaccurate high meter reading obtained earlier that day. She was unable to recall what meter readings he obtained earlier that day prior to developing the symptoms. She also did not know how much insulin the pt took that morning. The meter was reportedly set to the correct unit of measurement setting. The reporter did not have a replacement battery for troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms suggestive of severe hypoglycemia after taking sliding-scale insulin based on a meter reading.